Event description:
It was reported that during an abdominal aortic aneurysm stent grafting treatment procedure, deflation difficulties and a balloon rupture occurred. A non bsc stent graft was implanted and the equalizer balloon catheter was being used for post dilation of the stent. The physician performed one inflation and following the tenth inflation at the bifurcation, the balloon would not deflate. Several unsuccessful attempts were made to deflate the balloon. Infusion was performed in an attempt to remove the balloon, however, the balloon ruptured and was able to be removed without incident. The procedure was completed with this device.

Manufacturer narrative:
Pt's age: 18 yrs or older. Return product analysis revealed that the balloon was ruptured at both the distal and proximal shoulders of the balloon. Water was injected through the inflation lumen and moved easily through the lumen. No occlusions were noted. There were no kinks on the shaft, both ports were still present and all markers were present and in the correct location. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as the device performance was limited due to anatomical/procedural factors. (B)(4).